Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not charge a battery) was confirmed. Upon investigation the battery charger was unable power on. The failure was due to contamination throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack. A us distributor reported that a battery would not power on a monitor.